Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the mapping catheter failed to be inserted into the balloon catheter. Upon checking, it was observed that the tip of the mapping catheter was slightly bent. The mapping catheter was then replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files showed that at least 13 injections were performed with a balloon catheter on the date of the event without triggering any system notice. The mapping catheter was not returned for investigation. Thus, the kink could not be investigated and the malfunction could not be confirmed through data analysis/ product analysis. If information is provided in the future, a supplemental report will be issued.